Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Detailed analysis confirmed that the lead cathode coil is fractured at the tip. The conductor coil is slightly stretched in this area.

Event description:
This right atrial (ra) lead was unable to be successfully implanted due to helix extension issues and placement difficulties. The lead was returned and analysis was performed. No adverse patient effects were reported